Event description:
It was reported that during a device check, it was noted that the rhythm was p-wave followed by r-wave, but the device undersensed the atrial event and the atrial pacing resulted in ventricular capture. An atrial lead dislodgment was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device check, it was noted that the rhythm was p-wave followed by r-wave, but the device undersensed the atrial event and the atrial pacing resulted in ventricular capture. An atrial lead dislodgment was suspected. It was further reported that the patient received an inappropriate shock. It was suspected that the atrial lead dislodgement was affecting the right ventricular (rv) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.